Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on 4/1/2024. The pump was tested with the testing protocol for system error alarm / motor function. The alarm code "02" is followed by a sub code which points to the root cause of the system error. Every instance in the log has sub code "10" which means "bad reading on upstream sensor". A 16 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 16 ml at 0.3 ml per hour. When the infusion began the pump was able to successfully finish without alarming "system error". However, it was noted that the pump did not alarm "upstream occlusion" when the line was clamped, which correlates to the sub code 10 reading of bad reading on upstream sensor. Upon further review there appears to be no cables disconnected inside of the pump or any loose components found. It was also noted that the pump's label with all model information was completely erased and unreadable. Functional testing confirmed the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Event description:
On 01/02/2024, infutronix received a report that this pump has had a system error, which could cause delay in treatment. Requested device to be returned.